Manufacturer narrative:
Patient weight is unknown. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: this lot was manufactured on march 7, 2006 at (B)(4). The device history record (DHR) was reviewed. A non-conformance report was found, which related to a non-conformity result during the visual inspection. A small nick was observed on the end of one (1) part. All parts were 100% inspected and (B)(4) parts were accepted. The final disposition for the part with the small nick was "scrap." No other issues were found related to manufacturing. All records indicate that product release was acceptable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the swivel foot on the inserter broke while implanting the helical blade. The implant insertion was being watched under x-ray with no adverse event(s) created. The implantation of the blade was successful and broken parts were retrieved. This report is 1 of 1 for (B)(4).